Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the non-union and broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. There is no way to predict a non-union or failure to heal. Sign fracture care international continues to monitor these events as part of our post market activities.

Event description:
We became aware on 8/01/2016 that a sign im nail implanted to repair a fracture was exchanged due to a non-union and a broken nail. The broken nail was previously reported to the FDA on 6/14/2016 MFR#3034525-2016-00169, pc166-16. The broken im nail was replaced with a 8mm x 380mm standard nail per the sign technique manual.

Manufacturer narrative:
A product investigation was performed for this device. The actual device was not returned to the manufacturer for evaluation. The root cause of the broken nail is undetermined. The radiographic and clinical data were reviewed by a sign orthopedic surgeon. Corrective surgery has not been scheduled as of this date. Sign fracture care international continues to monitor these events as part of our post market activities. A follow up report will be filed when we receive new information regarding this case.

Event description:
We became aware on (B)(6) 2016, it was reported that a sign im nail implanted to repair a fracture was found to be broken during a follow up visit. Surgeon comments: "patient claims he was riding in the back of a 4x4 truck on a trip to the (B)(6), when he felt a sudden pain in his tibia at the fracture site. He claims there was no trauma. He had previously been seen in (B)(6) and had no evidence of infection and was full weight bearing and did a squat and smile. There is some swelling at the fracture site but no sinuses or other evidence of infection on physical exam."